Manufacturer narrative:
The exact date of the medical event is unknown. The date of event listed is an approximation of the date based on the information provided. All pertinent information available to abbott diabetes care has been submitted. The reported meter was returned and investigated with retained test strips. Meter powered on with button depression and strip insertion. A blank screen was not observed. The complaint is not confirmed. This is a final report.

Event description:
On january 2, 2016 a customer contacted adc and reported that "his meter quit working" on an unspecified date (did not turn on by pressing button or test strip insertion). During the call, the customer reported a medical event that occurred "around (B)(6) 2015." He stated he was in bed and saw smoke. He further reported he "felt scared" and called police. The police arrived and called paramedics, who took the customer to a hospital. At the hospital, the customer was reportedly informed his blood glucose was "as high as 500 mg/dl", and diagnosed with hyperglycemia. The customer reported he was given medication, but could not remember the name(s) of the medication. He stated he received "small pills for his fear." The customer was hospitalized for four days and discharged. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. The exact date of the medical event is unknown. The date listed is an approximation of the date based on the information provided. All pertinent information available to abbott diabetes care has been submitted. Returned meter (B)(4) was returned and investigated with retained test strips. Meter powered on with button depression and strip insertion. A blank screen was not observed. The complaint is not confirmed. This is a final report.